Event description:
The clinician reports the implant was inserted (B)(6) 2018 in ada 29 of the patient's mouth. On (B)(6) 2019, non-osseointegration was verified. Patient presented with inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: pain. No further patient complications were reported.